Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had received an occlusion alarm. The customer changed out the infusion set site. The contact was unsure if there was any issue with the site at the time it was changed. The customer's blood glucose (bg) level was approximately 250 mg/dl and an insulin injection was administered to address the bg level. The customer's bg returned to target level. Reportedly, the customer was using humulin insulin in the cartridge.